Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
In a retrospective study to determine the predictors of clinical outcomes as technical aspects and location of tandem occlusions following endovascular treatment of acute carotid atherosclerotic tandem occlusions, a total of 76 patients with a tandem occlusion from april 2012 to march 2019 who underwent carotid artery stenting simultaneously with intracranial endovascular thrombectomy were included. Procedure related symptomatic hemorrhage was diagnosed in 10 patients out of 76 patients enrolled in the study. 7 patients who underwent antegrade and 3 patients who underwent retrograde treatment had symptomatic hemorrhage. Multiple devices were used in different patients and there was no definitive evidence in the article to conclude or deny that the adverse event was related to the subject device. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints, if any. Therefore, this report addresses all intra cranial hemorrhagic events covered within this literature source.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release.the subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint. H3 other text : the device is not available to the manufacturer.

Event description:
In a retrospective study to determine the predictors of clinical outcomes as technical aspects and location of tandem occlusions following endovascular treatment of acute carotid atherosclerotic tandem occlusions, a total of 76 patients with a tandem occlusion from april 2012 to march 2019 who underwent carotid artery stenting simultaneously with intracranial endovascular thrombectomy were included. Procedure related symptomatic hemorrhage was diagnosed in 10 patients out of 76 patients enrolled in the study. 7 patients who underwent antegrade and 3 patients who underwent retrograde treatment had symptomatic hemorrhage. Multiple devices were used in different patients and there was no definitive evidence in the article to conclude or deny that the adverse event was related to the subject device. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints, if any. Therefore, this report addresses all intra cranial hemorrhagic events covered within this literature source.